Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Post procedural complication is a known complication of a peg- j tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After the procedure, laboratory tests showed increased crp. The patient remained in the hospital for intravenous antibiotics begalin. On (B)(6) 2021, the patient developed a fever of up to 37.5°c which stopped on saturday (B)(6) 2021. On (B)(6) 2021, the patient was fever-free.